Event description:
It was reported that the patient was seen in-clinic and device interrogation revealed that this implantable cardioverter defibrillator (ICD) had entered safety mode. Device replacement was scheduled. This ICD remains in service at this time. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient was seen in-clinic and device interrogation revealed that this implantable cardioverter defibrillator (ICD) had entered safety mode. Device replacement was scheduled. This ICD remains in service at this time. No adverse patient effects or interventions were reported at this time. Additional information received reported that this ICD was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in-clinic and device interrogation revealed that this implantable cardioverter defibrillator (ICD) had entered safety mode. Device replacement was scheduled. This ICD remains in service at this time. No adverse patient effects or interventions were reported at this time. Additional information received reported that this ICD was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. Product return was requested.